Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: the applicator knob is showing a lot of wear due to hammering. The pull out tool could not be connected anymore because of the wear around the connection area of the applicator knob.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation has shown that the applicator knob presents some strong plastic deformation at the area of the quick coupling. These deformations prevent the slide hammer from being attached to the applicator knob. The investigation of the manufacturing and material documents has shown that the present applicator knob was manufactured in june 2010 according to the specifications. No manufacturing related issue that would have contributed to this complaint was found. Based on these findings we have to conclude that this instrument was exposed to repeated hammer blows.